Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had recently stopped taking a medication for gastrointestinal issues and also reduced certain high-carb food intake for the same issue. As a result, settings were no longer adequate and customer experienced low blood glucose (bg) levels. Customer's bg was 40 mg/dl and was addressed by consuming carbohydrates. Reportedly, customer has made minor settings changes under healthcare provider supervision and has seen improvement.